Manufacturer narrative:
D9 - no product return. H6 - codes updated. Investigation results: the product was not received. The investigation was based upon device history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: the reported damage of the product could not be confirmed. Since the device history review did not show any deviations in product realization, a production related root cause can be excluded. Unfortunately due to a lack of data and without the product aesculap ag cannot determine the exact root cause for the mentioned deviation. If further investigations are required, the product should be provided for examination. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product - gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, the hook attachment from the laparoscopic hernia set broke into three parts during a laparoscopic cholecystectomy. The surgeon had the instrument in use when the tip of the hook came off after pulling the instrument out of the port. The surgeon had to find and retrieve the hook tip immediately. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).